Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping, and sleeve steering issues appears to be due to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced, but during steering, the clip moved in the opposite direction. The blue alignment markers were confirmed to be aligned, but due to the anatomy, it was difficult to position the device. The clip delivery system (cds) was removed and replaced. One clip was implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.